Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
Patient initially implanted with an afx bifurcated and suprarenal device in 2013. Recently, endologix was made aware that the patient presented emergently with an endoleak type iiib. The physician elected to place a non-endologix device to successfully seal the leak. The patient is stable and pain free. No additional patient sequalae was reported.

Manufacturer narrative:
At the completion of the investigation, the reported type iiib endoleak of the main body complaint is confirmed. Device, user, procedure or anatomy relatedness of this complaint could not be determined based on the information shared with endologix to review. Procedure related harms for this complaint could not be determined based on the information shared with endologix to review. The final patient status was reported to be stable and pain free. Devices remain implanted in the patient and were not returned, no evaluation completed. The review of manufacturing lot confirmed all devices met specifications prior to release. This complaint is not CAPA eligible at this time. These types of events will be monitored and trended as part of the quality system.